Event description:
It was reported, the patient underwent surgical intervention for perm/ trialed for coverage of bilateral feet pain. During post-operative programming the patient felt the stimulation more in his upper and lower legs vs his feet. A sjm representative tried troubleshooting to no avail. The patient was taken back to the surgical intervention and the physician repositioned the scs lead. Reportedly, the patient has effective coverage post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.